Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), cervical dysplasia ("cervical dysplasia") and abdominal adhesions ("abdominal adhesion") in a 29-year-old female patient who had essure (batch no: 897489-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight gain and pulmonary embolism. Concurrent conditions included anemia. In 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("painful menstrual cycle") and dyspareunia ("painful intercourse"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced cervical dysplasia (seriousness criterion medically significant), abdominal adhesions (seriousness criterion medically significant), abdominal pain ("abdominal pain"), migraine ("migraines"), headache ("headache"), rash ("rash") and loss of libido ("loss of libido") and was found to have weight increased ("weight gain"). The patient was treated with surgery (lysis of adhesions, total laparoscopic hysterectomy da vinci robotic assist and total laparoscopic hysterectomy with bilateral salpingectomy, to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, weight increased and rash had resolved, the cervical dysplasia, abdominal adhesions, dysmenorrhoea, abdominal pain, dyspareunia, vaginal haemorrhage and menorrhagia outcome was unknown and the migraine, headache and loss of libido was resolving. The reporter considered abdominal adhesions, abdominal pain, alopecia, cervical dysplasia, dysmenorrhoea, dyspareunia, headache, loss of libido, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms. The essure was inserted on (B)(6) 2014 (reported from summons). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014: results: fallopian tube patent post essure. Most recent follow-up information incorporated above includes: on 16-jan-2019: new pfs received- new events added: migraines, headache, weight gain, sex drive, rash were added. Outcome of events pain, hair loss, weight gain, sex drive, rash from unknown to recovered/resolved and event migraines , headache from unknown to recovering/resolving were updated. New reporter was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), cervical dysplasia ('cervical dysplasia') and abdominal adhesions ('abdominal adhesion') in a 29-year-old female patient who had essure (batch no. 897489-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight gain and pulmonary embolism. Concurrent conditions included anemia. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("painful menstrual cycle") and dyspareunia ("painful intercourse"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced cervical dysplasia (seriousness criterion medically significant), abdominal adhesions (seriousness criterion medically significant), abdominal pain ("abdominal pain"), migraine ("migraines"), headache ("headache"), dermatitis allergic ("rash/skin condition"), loss of libido ("loss of libido"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), hypersensitivity ("allergy : hypersensitivity"), fatigue ("fatigue"), tooth disorder ("dental problems") and amnesia ("short term memory loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (lysis of adhesions, total laparoscopic hysterectomy da vinci robotic assist and total laparoscopic hysterectomy with bilateral salpingectomy, to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, menorrhagia, migraine, headache, weight increased, dermatitis allergic, blood disorder, cardiac disorder, hypersensitivity, fatigue, tooth disorder and amnesia had resolved, the cervical dysplasia, abdominal adhesions, dysmenorrhoea, abdominal pain, dyspareunia and vaginal haemorrhage outcome was unknown and the loss of libido was resolving. The reporter considered abdominal adhesions, abdominal pain, alopecia, amnesia, blood disorder, cardiac disorder, cervical dysplasia, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, loss of libido, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms. The essure was inserted on (B)(6) 2014 (reported from summons). Discrepancy noted in date of removal (B)(6) 2016 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: fallopian tube patent post essure. Imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : new events added: blood disorder, heart disorder, hypersensitivity, rash/skin condition, fatigue, dental problems, short term memory loss . Event outcome was added. Reporter information were updated. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), cervical dysplasia ("cervical dysplasia") and abdominal adhesions ("abdominal adhesion") in a 29-year-old female patient who had essure (batch no. 897489) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included weight gain. Concurrent conditions included anemia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cervical dysplasia (seriousness criterion medically significant), abdominal adhesions (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain") and alopecia ("hair loss"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, to remove the essure), surgery (total laparoscopic hysterectomy da vinci robotic assist) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, cervical dysplasia, abdominal adhesions, dysmenorrhoea, abdominal pain, alopecia, dyspareunia, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, alopecia, cervical dysplasia, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: fallopian tube patent post essure most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received: the event menorrhagia, cervical dysplasia, abdominal adhesion added. Reporters, lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), cervical dysplasia ('cervical dysplasia') and abdominal adhesions ('abdominal adhesion') in a 29-year-old female patient who had essure (batch no. 897489-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight gain and pulmonary embolism. Concurrent conditions included anemia. In 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("painful menstrual cycle") and dyspareunia ("painful intercourse"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced cervical dysplasia (seriousness criterion medically significant), abdominal adhesions (seriousness criterion medically significant), abdominal pain ("abdominal pain"), migraine ("migraines"), headache ("headache"), dermatitis allergic ("rash/skin condition"), loss of libido ("loss of libido"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), hypersensitivity ("allergy : hypersensitivity"), fatigue ("fatigue"), tooth disorder ("dental problems"), amnesia ("short term memory loss") and ovarian cyst ("me never once had a cyst til essure") and was found to have weight increased ("weight gain"). The patient was treated with surgery (lysis of adhesions, total laparoscopic hysterectomy da vinci robotic assist and total laparoscopic hysterectomy with bilateral salpingectomy, to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, menorrhagia, migraine, headache, weight increased, dermatitis allergic, blood disorder, cardiac disorder, hypersensitivity, fatigue, tooth disorder and amnesia had resolved, the cervical dysplasia, abdominal adhesions, dysmenorrhoea, abdominal pain, dyspareunia, vaginal haemorrhage and ovarian cyst outcome was unknown and the loss of libido was resolving. The reporter considered abdominal adhesions, abdominal pain, alopecia, amnesia, blood disorder, cardiac disorder, cervical dysplasia, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, loss of libido, menorrhagia, migraine, ovarian cyst, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms. The essure was inserted on (B)(6) 2014 (reported from summons). Discrepancy noted in date of removal (B)(6) 2016 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: fallopian tube patent post essure. Imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received : reporter added. Event added- ovarian cyst. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), cervical dysplasia ('cervical dysplasia') and abdominal adhesions ('abdominal adhesion') in a 29-year-old female patient who had essure (batch no. 897489-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight gain and pulmonary embolism. Concurrent conditions included anemia. In 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("painful menstrual cycle") and dyspareunia ("painful intercourse"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced cervical dysplasia (seriousness criterion medically significant), abdominal adhesions (seriousness criterion medically significant), abdominal pain ("abdominal pain"), migraine ("migraines"), headache ("headache"), dermatitis allergic ("rash/skin condition"), loss of libido ("loss of libido"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), hypersensitivity ("allergy : hypersensitivity"), fatigue ("fatigue"), tooth disorder ("dental problems"), amnesia ("short term memory loss") and ovarian cyst ("me never once had a cyst til essure") and was found to have weight increased ("weight gain"). The patient was treated with surgery (lysis of adhesions, total laparoscopic hysterectomy da vinci robotic assist and total laparoscopic hysterectomy with bilateral salpingectomy, to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, menorrhagia, migraine, headache, weight increased, dermatitis allergic, blood disorder, cardiac disorder, hypersensitivity, fatigue, tooth disorder and amnesia had resolved, the cervical dysplasia, abdominal adhesions, dysmenorrhoea, abdominal pain, dyspareunia, vaginal haemorrhage and ovarian cyst outcome was unknown and the loss of libido was resolving. The reporter considered abdominal adhesions, abdominal pain, alopecia, amnesia, blood disorder, cardiac disorder, cervical dysplasia, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, loss of libido, menorrhagia, migraine, ovarian cyst, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms. The essure was inserted on (B)(6) 2014 (reported from summons). Discrepancy noted in date of removal 06sep2016 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: fallopian tube patent post essure. Imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-jan-2020: update of information (batch is not valid) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), cervical dysplasia ("cervical dysplasia") and abdominal adhesions ("abdominal adhesion") in a 29-year-old female patient who had essure (batch no. 897489-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included weight gain. Concurrent conditions included anemia. In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse"). On 16-jul-2014, the patient had essure inserted. In august 2014, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cervical dysplasia (seriousness criterion medically significant), abdominal adhesions (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain") and alopecia ("hair loss"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, to remove the essure) and surgery (lysis of adhesions). Essure was removed on 9-sep-2016. At the time of the report, the pelvic pain, cervical dysplasia, abdominal adhesions, dysmenorrhoea, abdominal pain, alopecia, dyspareunia, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, alopecia, cervical dysplasia, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 12-nov-2014: fallopian tube patent post essure most recent follow-up information incorporated above includes: on 21-aug-2018: update of information (batch is invalid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and cervical dysplasia ('cervical dysplasia') in a 29-year-old female patient who had essure (batch no. 897489-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight gain and pulmonary embolism. Concurrent conditions included anemia. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("painful menstrual cycle") and dyspareunia ("painful intercourse"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal hemorrhage ("heavy vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced cervical dysplasia (seriousness criterion medically significant), abdominal adhesions ("abdominal adhesion"), abdominal pain ("abdominal pain"), migraine ("migraines"), headache ("headache"), dermatitis allergic ("rash/skin condition"), loss of libido ("loss of libido"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), hypersensitivity ("allergy : hypersensitivity"), fatigue ("fatigue"), tooth disorder ("dental problems"), amnesia ("short term memory loss"), ovarian cyst ("me never once had a cyst til essure") and peripheral swelling ("leg swelling"), was found to have weight increased ("weight gain") and underwent tooth extraction ("had all mine pulled"). The patient was treated with surgery (lysis of adhesions, total laparoscopic hysterectomy da vinci robotic assist and total laparoscopic hysterectomy with bilateral salpingectomy, to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, menorrhagia, migraine, headache, weight increased, dermatitis allergic, blood disorder, cardiac disorder, hypersensitivity, fatigue, tooth disorder and amnesia had resolved, the cervical dysplasia, abdominal adhesions, dysmenorrhoea, abdominal pain, dyspareunia, vaginal hemorrhage, ovarian cyst, peripheral swelling and tooth extraction outcome was unknown and the loss of libido was resolving. The reporter considered abdominal adhesions, abdominal pain, alopecia, amnesia, blood disorder, cardiac disorder, cervical dysplasia, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, loss of libido, menorrhagia, migraine, ovarian cyst, pelvic pain, peripheral swelling, tooth disorder, tooth extraction, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms. The essure was inserted on (B)(6) 2014 (reported from summons). Discrepancy noted in date of removal (B)(6) 2016 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: fallopian tube patent post essure. Imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case the following were reported via social media- unilateral leg swelling, tooth extraction. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: newly added events- unilateral leg swelling, reporter was added. Fu 10 and 11 processed together. On 20-mar-2020: social media received. Reporter added. Fu 10 and 11 processed together. Event added: teeth pulled out. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), dyspareunia ("painful intercourse") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, alopecia, dyspareunia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.